Event description:
It is reported that the patient is experiencing issues with lower leg including pain.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. The device is used for the treatment of the patient. Revision operative notes indicated that there was a large contained defect in the posterior medial femoral condyle. The rotation was corrected by removing a small amount of anterolateral femoral bone as well as a small amount of posteromedial femoral bone. Six week post-operative visit notes claim that any time the tibia is pushed, the patient has sever pain. The zimmer package insert states pain as a potential adverse effect of the surgical procedure. No devices or photos were received; therefore the condition of the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.